Event description:
It was reported that the pump battery could not be charged. The customers blood glucose (bg) was ¿high¿; however, a specific value was not provided. Reportedly the customer administered a correction bolus via pump to address bg level and reverted to manual injections for insulin therapy.